Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event of crimped cannula with an infusion set after being used for one day. The site of insertion was abdomen. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.